Event description:
Info was received from a pt using the device that he removed his mask, powered the device off and then left the room. When the pt returned to the room where the device was located, he reported that there was a flame coming from the rear of the device. There was no reported pt harm. Requests to have the device returned for evaluation have not yet been honored. A follow-up report will be filed when add'l info is available.